Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak in the sgc during preparation. It was reported that during preparation of the steerable guide catheter (sgc), during insertion of the dilator, loss of column was noted. There was no patient involvement and the device was not used in a procedure. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot-specific product quality issue. Based on the information reviewed, a cause for the reported loss of fluid column during prep could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.d9 - device available for eval updated from "yes" to "no".